Manufacturer narrative:
(B)(4). Where area in the gap setting the device fired? In green area, most proximal part was the safety engaged prior to firing? The safety was removed right before the firing. Did the surgeon fire the device more than once in trying to manage the situation? Yes, he did. He felt that the firing trigger was extremely hard, so he release and then tried to fired it again. Were any staples observed in the staple line? Yes, but malformed. What was the form of the staples? The surgeons can't recall. Did the patient required a blood products as a result of the blood loss or any other treatment? No. Did the bleeding and stapling of the staple line affect the patient's post operative care/outcome? If yes, please provide specific details. At first couples days, patient felt pain. But now, they patient is doing ok. What degree prolapse did the patient have? Around 3. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a pph procedure the surgeon tried to fire the instrument, but it was very hard, so he released, the firing trigger. The surgeon tried to manage the device on third trial, but there was a lot of bleeding in the staple line. The surgeon had to stitch the bleeding, total 8 stitches were made.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.